Manufacturer narrative:
The reported events of premature separation and positioning failure were not confirmed. Visual inspection found no anomaly on the outer and inner helix, the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the lp was not properly fixated and needed to be repositioned. It was noted that the delivery catheter met resistance going into long tether mode. After the lp was unfixated to reposition, the lp prematurely separated from the catheter and travelled to the pulmonary artery. The lp was removed and replaced. There were no patient consequences.